Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 411 mg/dl. The customer treated with manual injections. The customer stated that he received multiple air bubbles in the reservoir and his blood glucose started to go up. The customer stated that he changed out his set last night. The customer did not notice any bent needles or cannulas. The customer used insulin at room temperature before filling the reservoir. The customer was advised that high blood readings might be result of air bubbles. The customer will be sent replacement reservoirs.